Event description:
It was reported that customer experienced difficulty charging pump and saw power source alert while pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Customer later reported that issue had resolved after changing wall adapter and continued using tandem charging cable, and technical support advised against using non-tandem charging supplies and arranged replacement charging supplies, with no further information received regarding any additional outcomes.